Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3019557; d4. Medical device expiration date: 10/25/2023; h4. Device manufacture date: 01/19/2023. D4. Medical device lot#: unknown; d4. Medical device expiration date: unknown; h4. Device manufacture date: unknown. E.1. Initial reporter first name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that with use of bd bactec¿ plus aerobic/f culture vials (plastic) there was bacillus contamination in six vials. There was no patient impact. The following information was provided by the initial reporter: "customer have seen 6 vials with growth of a bacillus species during last 2 weeks, 4 of them not possible to track lot-number. ¿ were erroneous results reported to the clinician? No; ;¿ how was the bacillus identified (culture, malditof, etc.)? Yes, with malditof as far I know; ¿ are the bottle tops cleaned prior to patient sample inoculation? Yes, they should be, but no guarantee; ¿ how were the samples collected (PICC line, venous puncture)? Venous puncture ¿ was more than 1 set of blood cultures drawn? Yes, 2 sets; a.) If yes, what were the results of the 2nd set? That was fine, only first vial in the first set showed bacillus growth ;¿ did you notice any differences in the look of the bottle media before use? Any cloudy appearance to media? No; ¿ were the tops of the bottles cleaned thoroughly before plating to agar plates? They should be, but we never know..".

Manufacturer narrative:
Investigation summary: customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog 442023. Batch no. Unknown. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that with use of bd bactec¿ plus aerobic/f culture vials (plastic) there was bacillus contamination in six vials. There was no patient impact. The following information was provided by the initial reporter: "customer have seen 6 vials with growth of a bacillus species during last 2 weeks, 4 of them not possible to track lot-number. Were erroneous results reported to the clinician? No. How was the bacillus identified (culture, malditof, etc.)? Yes, with malditof as far I know. Are the bottle tops cleaned prior to patient sample inoculation? Yes, they should be, but no guarantee. How were the samples collected (PICC line, venous puncture)? Venous puncture. Was more than 1 set of blood cultures drawn? Yes, 2 sets a.) If yes, what were the results of the 2nd set? That was fine, only first vial in the first set showed bacillus growth. Did you notice any differences in the look of the bottle media before use? Any cloudy appearance to media? No. Were the tops of the bottles cleaned thoroughly before plating to agar plates? They should be, but we never know."

Event description:
It was reported while using one bd bactec¿ plus aerobic/f culture vials (plastic), there was bacillus contamination. There was no report of patient impact.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3019557. B5. It was reported while using one bd bactec¿ plus aerobic/f culture vials (plastic), there was bacillus contamination. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.